Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: visual inspection of the returned emboguard device identified minor flattening of the shaft between approximately 75mm and 80mm, from the distal tip of the emboguard device. The complaint event did not report damage to the bgc shaft, nor was there damage identified prior to separation of the dilator from the emboguard device prior to disinfection. A formation of ridges along the inflation lumen (approximately between 15mm and 55mm from distal tip) was also observed upon tactile inspection. The atraumatic tip of the returned emboguard device and the emboguard dilator tip were also noted to be damaged and deformed. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that although there was minor flattening of the bgc shaft (not related to complaint event), the ball gauge could be advanced past with little resistance. No impact to the balloon¿s ability to inflate/deflate was observed. The complaint event description indicates that the emboguard bgc was attempted to be inserted and delivered without an introducer sheath (i.e. Based on the complaint report detailing that the emboguard dilator was inserted through a micro puncture into the brachial artery). As the anatomically representative model does not contain appropriate representation of a patient¿s vessel to simulate sheath-less insertion, a benchtop event recreation was not possible. A review of the manufacturing documentation associated with this lot (0000204155) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Investigation conclusion: the returned emboguard device shows visible damage (formation of ridges along the inflation lumen) between 15mm and 55mm from the distal tip of the device. Damage to the atraumatic tip and tapered tip of the emboguard device and emboguard dilator respectively, was also observed. The emboguard device shows no sign of other damage or deformation as a result of the complaint event. The complaint report included two different aspects/failures of the device. 1) it was reported that the ¿coating on the tip¿ of the returned emboguard device was found to be ¿peeled off¿. The distal atraumatic tip of emboguard is not coated and therefore evidence of peeling could not be identified. Therefore, this aspect of the complaint event cannot be confirmed. 2) the complaint report detailed that when attempting to insert the emboguard bgc into the brachial artery ¿it did not follow the dilator and could not be inserted¿. The event description indicates that the procedure was performed without the use of an introducer sheath. The emboguard IFU recommends that the emboguard bgc should be inserted into the selected vessel via an introducer sheath as it acts as a conduit for the bgc and helps prevent damage to the device. An inspection of the emboguard dilator and emboguard device did not indicate any manufacturing issue. The tip of both the bgc and dilator appeared to be correctly formed. The potential cause of the complaint event is that the emboguard device was attempted to be inserted and delivered without an introducer sheath via the brachial artery. A recreation assessment could not be attempted as the anatomically representative model used in benchtop testing is not made from biological material that represents a vessel wall to simulate the interaction of the emboguard bgc being inserted directly into the brachial artery. While the root cause of the complaint event could not be determined, there is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 03-aug-2023.the returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 03-aug-2023. [Additional information]: on 03-aug-2023, additional information was received. The information indicated that the cerenovus sales representative returned only one of the two 95cm emboguard 87 balloon guide catheters (bg8795u); the second device will not be returned. In addition, it could not be determined which issues (delaminated or kinked/bent) is associated with the device that is available for return [because the two devices are from the same lot number: 0000204155]. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on (B)(6) 2023. [Additional information]: on (B)(6) 2023, limited additional information was received. The information included the name of the physician and the manufacturer of the dilator kit, which is tokai medical products (tmp). Section e.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stenting procedure that was targeting a right internal carotid artery (ica) stenosis, after the micro-puncturing of the right brachial artery and the 0.035¿ radifocus® guidewire (terumo) was inserted, the dilator of the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000204155) were inserted into the artery along the guidewire. Thereafter, an attempt was made to insert the catheter into the artery, but it did not follow the dilater and could not be inserted. After several failed insertion attempts, the guidewire inside the dilator was replaced to a half stiff wire (to give it more firmness). However, the insertion attempt still failed. The emboguard catheter was withdrawn from the patient¿s body. The emboguard catheter was checked and it was observed that the coating on the tip was peeled off, and the insertion was deemed impossible. The emboguard catheter was replaced with another emboguard catheter from the same lot (0000204155). It was reported that the second emboguard catheter also approached via the right brachial artery, and this time, the tmp dilator kit was used along with the 0.035¿ radifocus® guidewire. The second emboguard catheter was inserted into the vessel without any problem. A vecta 71 intermediate catheter (stryker) was used as an inner catheter, and the emboguard was attempted to advance to the target lesion. After the 0.035¿ radifocus® guidewire, vecta 71 intermediate catheter were inserted into the right common carotid artery (cca), the inner catheter was withdrawn and the emboguard became kinked at the ostium of the cca. After that, because the guidewire could not cross the site where the kink was, the second emboguard catheter was replaced with another from the same lot (0000204155). The brachial artery approach was abandoned an the third emboguard catheter was inserted from groin puncture site. Perclose suture mediated closure system (abbott) was inserted along with the guidewire and dilated the puncture site, then the emboguard catheter was inserted. The emboguard was advanced near the cavernous of the ica and a wingspan stent system (stryker) was deployed at the ica stenosis target lesion. Post-dilation was performed and the procedure was completed. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (0000204155) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Inner lining delamination are known potential procedural complications associated with the emboguard devices. Delaminated coating could separate and embolize in the patient, with the potential for ischemia or infarct. Therefore, the event meets us FDA MDR reporting criteria under 21 cfr 803 with the classification of ¿malfunction.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.